Event description:
Event occurred on an unspecified date involving a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer while the nurse was assessing IV mid transfusion for patient. They stated that "upon arrival to bedside. Rn noted two drops of frank red blot on patient's forearm. Upon further investigation, the IV site with unremarkable. When retracing the tubing, it was found to be leaking at the max cap connected to the I-connector. Rn tightened max cap and restarted transfusion. Leaking still noted at max cap.". There were patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The complaint could not be confirmed by investigation. Despite multiple attempts to obtain product sample(s), pictures, or videos, nothing was received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR could not be reviewed due to the unknown lot number. Corrected information can be found in a2 - age units (patient), d10 concomitant products.